Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The battery was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. A review of the manufacturing documentation confirmed that the battery met all requirements for release. Failure analysis of the returned device revealed that the battery passed external visual inspection and functional testing. An internal visual inspection revealed contamination on the connector between the gas gauge and printed circuit board (pcb); the leds on the battery's display worked as intended despite the observed contamination. The display error could not be duplicated during testing. However, a possible root cause of the reported event can be attributed to contamination of the pins on the connection between the printed circuit board and gas gauge display which likely contributed to the reported display error. If information is provided in the future, a supplemental report will be issued.

Event description:
The battery was returned to the manufacturer because its light indicator would not light up. One light would flicker however the charge would not be displayed. The battery subsequently tested out of specification during manufacturer's analysis. No patient complications have been reported as a result of this event.